Manufacturer narrative:
No sample is available for the manufacturer to evaluate. A follow-up report will be sent when investigation is completed.

Event description:
The event is reported as: complaint alleges that the mouthpieces on the spirometer are defective. Pictures indicate that the mouthpieces are cracked or split.